Event description:
Patient reported their periodontal disease is worsening due to the aligner treatment. For over the past month they have been unable to wear their aligners consistently because of the bottom aligner is so tight that when removing it makes it feel like their tooth may come out. They consulted with their dentist who advised to seek treatment with a periodontal specialist. They are unable to proceed with the byte treatment due to these issues.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.